Event description:
The customer called to report that they were hospitalized for low bgs. It was stated that the neighbor found the customer in the yard and called the paramedics. The doctor could not determine the cause of low bgs. Troubleshooting was performed. The lead screw passed the original point. Advised the customer to disconnect from the pump.